Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy a patient (pt) received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during use. The pt was connected at the time of the alarm. The health care provider received information from a baxter technical service representative (tsr) regarding the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.